Event description:
42 year old male with medical history of marphans syndrome. Gram positive endocarditis s/p aortic valve replacement with st. Jude valve in 1992. S/p aortic root replacement with 2 aortic homografts on 9/21/94 underwent 8 weeks treament of vancomycin and penicilin post-implant. On 11/15/94 echo revealed vegitation. Three days later pt suffered embolic stroke with right weakness and aphasia. Two days later. Positive yeast culture was noted and amphotericin was initiated. On 12/5/94 pt had the valvular allograft explanted due to infection and a new allograft was implanted and anastomosed to a previous distal homograft.